Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the device was discarded. As the device was not returned for evaluation, inspection was unable to be performed. No device information was reported as the device was not returned to stryker sustainability solutions. Therefore, the device history record (DHR) was unable to be verified. The reported event may be attributed to the user attempting to cut staples, clips, or non-soft tissue, resulting in a dull blade. The instructions for use (IFU) state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the laparoscopic scissors would not cut the suture, however the device was used to complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.